Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4+ degenerative mitral regurgitation (mr), small cardiac chambers and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a single leaflet device attachment and atrial septal injury was observed requiring surgical intervention. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided, the reported difficult or delayed positioning associated with leaflet capture and single leaflet device attachment resulting in unspecified tissue injury and subsequent mitral valve insufficiency/regurgitation appears to be due to patient conditions (leaflet prolapse swinging widely, thin and tethered rear leaflet). Image resolution poor is attributed to patient and procedural conditions and the patient anatomy caused difficulties visualizing the clip during the procedure.mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4+ degenerative mitral regurgitation (mr), small cardiac chambers and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a single leaflet device attachment and atrial septal injury was observed requiring surgical intervention. The mr remained unchanged post procedure. There was no clinically significant delay.